Event description:
It was reported the patient had a pain sensation in their pocket area which was in their abdomen. It was stated that while programming and increasing amplitude the patient received a jolt in their heart three different times.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Manufacturer narrative:
(B)(4). Manufacturer site ID updated to (B)(4), due to the updated serial number.

Event description:
It was later reported the patient had their device replaced (B)(6) 2014 and they seemed to be doing fine.

Event description:
It was later reported the patient¿s unit was interrogated and the leads were intact and the battery life was 120 months. It was stated the patient¿s device was not providing any relief as evidenced by the patient¿s voiding diaries with and without the device. The patient noted this unit never worked as well as their previous device. It was stated they were assessing the patient¿s intake to see if they needed modification of fluid volumes. Reportedly, the patient¿s doctor was going to explant everything and schedule the patient for an advanced evaluation.